Manufacturer narrative:
H3/h6: analysis was completed for this event. As reported, the bone anchor was cracked within the sealed package. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that the anchor bolt in the accessories kit, inspected prior to scrub opening the sterile packaging, and the white plastic portion of the bolt was cracked. A backup product was used. There was no reported delay to the procedure. There was no reported impact to the patient.